Manufacturer narrative:
Manufacturer¿s investigation conclusion: incidental findings: fluid ingress in power cable. The reported event of an audible alarm on the system controller without being visible was confirmed and reproduced. Data from the reported event date of 07oct2024 in the submitted controller event log file was reviewed. There were no notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and was able to support pump function for an extended period of time. The black and white cables were manipulated and the controller started to alarm without displaying anything on the screen. Continuity testing revealed no anomalies in the black power cable. Insulation testing was performed, and the alarm out yellow wire was shorting to shield when flexed at the controller housing strain relief. The cable was stripped and the conductor from the yellow wire was exposed in a small area. The root cause for the reported event was a short to shield on the alarm out wire of the black power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook (rev. D) section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced alarms whenever connected to the mobile power unit (mpu). No alarm message was visible on the system controller. The mpu was exchanged but the issue also occurred with another mpu whenever the black part of the system controller's power cable was moved. All mpus worked and did not show the issue when connected to another system controller. No issues were reported when connected to batteries or power module. The system controller would be exchanged.